Manufacturer narrative:
Terumo did not receive the actual device and further information is necessary. Terumo plans on submitting a follow-up report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the cardioplegia line leaked at the female-luer connection. The product was changed out, there was 40 ml blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no patient harm.